Event description:
During an implant attempt of the subject device, lead connection problems were incurred in the ventricular channel. Reportedly, after several attempt, the lead seems to be well connected, but pacing was intermittent. Another pacemaker was implanted instead.

Manufacturer narrative:
(B)(4) 2012 this event concerns a device that was manufactured and used outside the united states. Analysis is pending.